Event description:
A physician reported a certas valve was implanted via l-p shunt on unknown date with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2022, the lumbar catheter rupture was confirmed, therefore, the valve and the lumbar catheter were removed and replaced on (B)(6) 2022. The valve was removed and replaced; however, no valve failure was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve was returned for evaluation: - UDI - (B)(4). Failure analysis - the valve was visually inspected; a tear/cut was noted in the silicone housing around the siphon guard as well as a deep scratch in the silicone housing over the valve casing. The valve was leak tested; failed due to the cut/tear in the silicone housing. The valve could not be reflux tested due to the damaged silicone housing. The peritoneal catheter was visually inspected no occlusion noted. The valve passed the tests for occlusion, programming, leaks, siphon guard, and pressure. Root cause - the root cause for the tear/cut was noted in the silicone housing, is due to a sharp or pointed object coming into contact with the valve, as noted in IFU, silicone has a low cut/tear resistance. The root cause for the deep scratch in the siphon guard, is due to a sharp or pointed object coming into contact with the valve, as noted in IFU, silicone has a low cut/tear resistance.